Event description:
A report was received that the patient was experiencing warmth at the pocket site when charging. The pain was believed to be due to the adhesive patches used while charging. The patient was given a lidoderm patch on the site. No further course of action will be taken. There will be no further information provided to bsn regarding patient's medications.